Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed, when it would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. Commonly, this failure mode is attributed to inadvertent energy application from a monopolar instrument. .

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, a spark/arcing was observed from the maryland bipolar forceps near the jaw of the instrument, and a burnt piece of the device measuring about 0.1-0.2mm fell into the patient. The fragment was retrieved during the same procedure, and the procedure was completed robotically with a back-up maryland bipolar forceps instrument. At the end of the surgery, while rechecking to see if there were any fragments that might remain in the body, a suspicious area was discovered where the colorectal tissue had turned white. In response, a colorectal surgeon was contacted to examine the area. Visually, the area seemed to be fine, however, the surgeon sutured the area with 1-2 reinforcement sutures in a place where the white tissue became thinner or looked unstable. The surgeon could not clearly determine if this white area was related to a burn or to another reason, and it was unknown if this area was related to the arcing or burnt fragment. The instrument may have caught the tissue either while moving to the kidney during the surgery or in the process of checking for residual foreign bodies following the surgery, as the bowel and other tissues are often contacted. Since the maryland bipolar forceps instrument has an energy function, the surgeon suspected that the discoloration in that area was caused by a slight burn from a small flow of current. The size of the affected area was 0.1 - 0.2mm, and the injury was described as a superficial burn. No tissue was resected as a result of this event. When the burnt part fell from the instrument, the place where it fell was not visible in the field of view. At the time, the surgeon did not know if the falling particles were very fine or if they were observing soot or smoke, however, they found the piece of the instrument when the camera was moved downward to check for remaining foreign matter. The instrument was inspected prior to use, and no damage or anything out of the ordinary was found. Damage to the instrument after the event was confirmed. The cannula was inspected prior to use and after the surgery, and a pin gauge was used to inspect it. There was no collision with other equipment; the issue occurred the moment that coag was selected. At the time of the event, the surgeon was cauterizing tissue with bipolar energy activated. The instrument was connected properly. The type of generator/electrosurgical unit used was a vallylab force fx. The settings used were cut: 30, coag: 30, bipolar: 40. The instrument was in use for about 30-40 minutes prior to the arcing event. At the time of the event, the hot shears and the prograsp forceps were also in use. The instrument tips did not collide with any other instrument or tool during the procedure. When the event occurred, the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws of the instrument were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believes an issue with the instrument caused the arcing event. The patient did not experience any postoperative complications as a result of this issue, and they were discharged normally.